Event description:
It was reported that pins are falling out of the device's power cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
A visual and functional inspection was performed by the territory manager, where it was found that the pins are falling out of the device's power cord due to power cord ground pin being loose. The issue was resolved for the customer by replacing the power cord.

Event description:
It was reported that pins are falling out of the device's power cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The device is currently pending evaluation and the model and serial number have not been provided yet. Attempts are being made to gather additional details from the user facility.